Manufacturer narrative:
This is a follow up to initial MDR submitted. The investigation is complete. There is no additional information to be added. There is a correction to manufacturer, and MFR site to reflect the change from sorin group to livanova and update contact name for manufacturer.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s3 console displayed multiple error codes on the display modules. The error codes could not be cleared and the user switched out the entire s3 console to begin the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and identified the dc/dc module to be the source of the problem. The dc/dc module was replaced. All error codes were cleared following the replacement and the machine functioned as expected. Preventive maintenance and a complete functional verification were successfully performed and the unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 console displayed multiple error codes on the display modules. The error codes could not be cleared and the user switched out the entire s3 console to begin the procedure. There was no patient involvement.